Manufacturer narrative:
H4: the device was manufactured from february 12, 2020 - february 13, 2020. H10: the actual device was returned containing approximately 120 mls of fluid in the bladder. The bag that contained the device was dry. Visual inspection on the unit via the naked eye showed no evidence of leak on or in any parts of the device. The outer and inner surfaces of the device were dry. The blue winged cap was observed to be securely tightened without evidence of wetness or leak. A functional leak test was performed by manually filling the bladder with green colored water. During fill, no evidence of leak was observed. After fill, the device was monitored until the next day. The next day, no evidence of leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked between the luer adaptor and the blue winged luer cap after filling. There was no patient involvement. No additional information is available.